Manufacturer narrative:
(B)(4). This report references two instances of detached sensor wire. The additional complaint of detached sensor wire is being reported under 3004753838-2016-03815.

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the patient experienced a detached sensor wire on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's father stated that the patient had 2 sensors fall off with the sensor wire left in the skin. Patient's father initially thought the sensor wire had just fallen off on removal. However, about a week later they noticed a small lump on the patient's stomach. They went to get an x-ray and this confirmed that the sensor wire had broken off beneath the skin. Date of x-ray was not reported. Patient's doctor stated that the sensor wire will need to be removed at some point in the future, but not immediately. No additional event details are available. Product and data were not returned for evaluation. However, a photo of the x-ray was provided. The reported event of a detached sensor wire was confirmed. A root cause could not be determined.